Event description:
It was reported that the 9800 system presented a collimator iris error (problem with collimator). There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Identified an open wire in the high voltage cable hardness. The info provided indicated that this issue will be addressed in a follow up service call. It is believed that once repaired the system will perform as intended. If add'l info indicates otherwise a report will be filed as required.